Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 76 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. It was reported that the power error alarm recurred within a week after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement properly. Pump error 25 was noted due to connector resistance issue j6 and pcb 1.